Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the pacemaker and right ventricular (rv) lead exhibited an increased threshold measurement with intermittent loss of capture (loc). Further review of the patient's data found that the rv threshold had been increasing over time. Low impedance measurements of 290 ohms were also observed. The patient was scheduled for an upgrade procedure, so the outputs were reprogrammed until the procedure. Approximately four weeks later the patient underwent a revision procedure where the pacemaker was explanted as planned and the rv lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.